Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (time and date reset) issue. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the patient had a blood glucose (bg) of 360mg/dl with nausea, vomiting, polyuria, dysuria, and large ketones. The patient was taken to the emergency room. The patient was treated with IV fluids. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.